Manufacturer narrative:
The reported event of infection and pocket erosion were unable to be confirmed by analysis. The product was returned, and visual inspection was normal. Final analysis found the cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient's implant site was infected and exhibited ulceration, leading to the erosion of their implantable cardioverter defibrillator (ICD), right atrial (ra) lead, left ventricular (lv) lead, and right ventricular (rv) lead. All components were successfully explanted. The patient remained stable throughout the procedure.